Event description:
It was reported that the user experienced a low glucose event and performed two meal announcements while the sensor glucose was 39 mg/dl. Symptoms included hypoglycemia. Outcomes included no hospitalization and no medical intervention reported. Investigation included review of device reports and user follow-up attempts. Investigation of this case revealed that the cause of the hypoglycemia could not be determined, and there was no confirmed device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.